Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An avx thrombectomy set was selected for a thrombectomy procedure in a dialysis graft in the arm. The catheter was primed and inserted into the patient. The catheter functioned fine and about 200 milliliters were aspirated. Then an error message displayed telling them to flush and to make sure the saline bag was connected. It started leaking at the hub right at the port and it lost its prime. The error message was unable to be cleared and the catheter would not work. A second avx thrombectomy set was opened and used to complete the procedure. There were no patient complications and the patient condition was noted to be fine.